Event description:
Customer reported that when grapping k wire, the sliding characteristic of k wire was poor. It was smooth along plugging direction (from tip of the k wire to main body direction), while it didn¿t move well along the opposite direction (pulling out direction after k wire insertion in real surgery situation). This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply was damaged and inadequate sliding. Parts were replaced. Unit was repaired and returned to customer on (B)(4) 2012. Placeholder.